Event description:
It was reported that during a procedure, while inserting a screw, the polyaxial head broke off from the screw. Surgeon backed out the screw and the broken screw fragment was retrieved, no harm to patient. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the part was received was received in two pieces the screw and polyaxial head. The screw has visible damages to the spherical head, internal star drive and the last 2 bone threads. This damage is not consistent with manufacturing. The polyaxial head has visible damage to the bushing component and it appears to be bent. This is not consistent with manufacturing. Due to damages to the screw and polyaxial head, the dimensions pertinent to this complaint could not be evaluated; the complaint is considered indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event product development evaluation reveals, the components are as described, the screw is in two separate parts. The head of the shaft shows severe wear and the drive mechanism shows signs of stripping. The bushing in the polyaxial head has been deformed. An attempt was made to replicate by locking the screw in a vice and torquing the screw to failure. The drive mechanism would strip when using a hex driver and the screw would break at the threads when using the t15 driver. In both cases, the failure could not be replicated. The steps in technique guide should be followed for proper screw insertion. Related to design, the complaint is considered indeterminate.

Manufacturer narrative:
Device is used for treatment not diagnosis.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.